Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp)via the manufacturing representative, regarding a (B)(6) male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post lumbar laminectomy syndrome. The concomitant medications and patient history were not reported. It was reported that the patient came to the health care provider (hcp) office with an alarming pump. The logs stated that there was an active motor stall that occurred on (B)(6) 2016, and a tube set message. There was no electromagnetic interference (emi) or MRI reported. No symptoms were reported. Additional information received from the hcp reported that the actions taken included contacting the manufacturing representative and technical support, however they were unable to resolve the motor stall. The cause for the stall remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.